Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6); implanted: explanted: product type programmer, patient product ID 97755-s lot # serial # (B)(6); implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have had issues from the beginning as far as how long it takes to charge the implanted neurostimulator (ins). Patient stated they were initially told by the medtronic staff that it normally takes a half an hour to charge the ins maybe a little longer at times. Patient clarified from the very beginning if the implanted neurostimulator is at 20% or 30% it is taking an hour and 15 minutes to charge. Patient was told that is not terribly unheard of sometimes depending on the intensity setting. Patient stated the problem is from time to time they are checking the charge level every 15 minutes and the charge is not advancing like they would expect. Last night they sat down and it was at 40% and it took 1 hour and 45 minutes to fully charge to 100%. Patient verified getting excellent charge quality. Patient will be sitting there and click on to check and it will say 70% patient will give it 15 - 20 minutes and click over back over and sometimes it will jump 10 - 20% patient checked it every 15 min 3 times and it went from 40% to 60% the next 3 times patient checked that it was still at 60% patient stated several times when they turned it back on to see what it was doing it would say it has lost the connection or it is no longer charging patient will hit the button to start it again and it comes on and starts up in the excellent range but for some reason it will kick off in the middle of it and tell him to restart the program again. Patient services (pss) reviewed normal charge duration is 1 to 2 hours from empty. Pss suggested pt do not check the charge as often. An email was sent to the repair department to replace the controller. Patient services (pss) suggested pt have the ins checked if the new controller does not resolve the issue. Patient called back stating about january-february 2025 it started to take forever to charge the implant. Patient was told it would take 20-30 min to charge. And it was taking an hour to get from 30-40% to full. Patient called and got a controller replacement. It seemed to fix it. Over the last month it started doing the same thing. It was taking longer to charge, for example, yesterday it took 1 hr 45 min and it never went above 90%. Patient get excellent recharge quality. Asked if the green light was blinking. Patient did not remember. Patient used it on the call and confirmed the green light was blinking. It said excellent recharge quality. It was doing this for 45 min last night and still did not go above 90%. Reviewed charging expectations. A request was sent to replace the recharger. Reviewed if still concerned, follow up with health care professional patient called back with repeated charging issues from this case. Patient said they were told it would take them 30-40 minutes to charge, but patient is noticing charging taking an hour or more and last night they were on excellent but still took them an hour and 40 minutes to charge completely. Patient then mentioned they noticed the implant would be depleted by the end of the day when the implant used to be at around 30-40% at that time. Patient then said they wouldn't get a notification that the implant was fully done charging, even though the screen would show implant was 100%. Agent reviewed estimated charging times, and battery percentages round up. Agent also had patient check recharging speed, and patient confirmed they were on speed 4. Agent asked, patient said the issues were ongoing since they got the replacement recharger and they already had controller replaced in the past for these issues as well. Agent redirected patient to doctor's office to further address their implant recharging.